Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: conventional syringe - 20-100ml. Device failure: packaging difficult to open.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot numbers includes 4165308 and 4197093. Other expiration dates include 2029-06-30 and 2029-07-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture dates are 2024-07-19 and 2024-08-21.

Event description:
It was reported that the bd luer-lok package was difficult to open / tears. The following information was provided by the initial reporter: samples were mailed out to you. Provided 4 different lot numbers that we found problems with. It was reported by customer that the when they try to pull the paper that houses the syringe, it is not tearing easily. It's like the paper gets stuck. Since these syringes are being used in a sterile environment, the paper not tearing is compromising the sterility. And we did find additional lot numbers that appear to be affected by this technicality.